Manufacturer narrative:
B5: upon follow up it was reported that antibiotic treatment was discontinued. It was reported the patient was not hospitalized for the event (previously reported as hospitalized. Twenty-two days after the peritonitis diagnosis, the patient recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis, manifested by cloudy effluent and abdominal pain. It was reported that the patient was hospitalized and treated with vancomycin (1gm, intraperitoneal, every 96 hourly, intraperitoneally, ongoing), fluconazole tablets (200mg, orally, once daily, ongoing for 14 days) and ceftazidime injection (1gm, ounce daily, intraperitoneally, ongoing) for peritonitis. At the time of this report, the patient was recovering from peritonitis. Pd therapy is ongoing. It was reported that retraining was done on proper aseptic technique. No additional information is available.